Event description:
Info received indicates the head section drifts down after the head up switch is released.

Manufacturer narrative:
The facility's engineer cleaned the head drive brake to repair the bed.